Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported event, the power turns off on its own due to a defective printed circuit board. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition liquid crystal display monitor has a power malfunction, ¿the power sometimes goes off on its own¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported. Olympus (omsc) was informed that the customer high-definition liquid crystal display monitor has a power malfunction, ¿the power sometimes goes off on its own¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Event description:
The customer reported issue was found during preparation for use, but the device was not inspected before use. The diagnostic /screening was completed using another device. No adverse effects on the patient were reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the event description and the results of the legal manufacturer¿s investigation. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The subject device has no repair history in the past year. Based on the repair inspection, the reported ¿the power sometimes goes off on its own¿ was due to failure of the printed circuit board. However, the cause of the printed circuit board failure could not be conclusively determined.